Manufacturer narrative:
The chair was not returned for evaluation. However, based on communication from the initial reporter to pelton technical service the chair failed as a result of improper maintenance. Through troubleshooting by pelton technical service replacement parts were provided to repair the chair to manufacturer specifications. This concludes the investigation.

Event description:
The alleged incident was reported by mr. (B)(6) legal representative as follows: the dental hygienist adjusted the chair so that mr. (B)(6) was sitting upright, when the back support of the chair suddenly collapsed causing the chair to whip backwards. Mr. (B)(6) was seen and evaluated by the emergency department staff at (B)(6) hospital. This evaluation included an x-ray of his lumbar and sacral spine, a CT scan of his head and brain without contrast, and a CT scan of his cervical spine. The emergency department staff concluded that, as a result of the accident, mr. (B)(6) suffered a closed head injury, acute cervical strain, and acute traumatic low back pain.